Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 166 mg/dl. During troubleshooting, customer reported the device alarmed a no delivery alarm during manual prime. Customer hung up. Customer will not be returning the device for analysis.